Event description:
Covidien rec'd info that an 840 ventilator had graphical user interface (gui), central processing unit (cpu) failures. Pt involvement info was not provided. The customer reported replacing the gui cpu printed circuit board (pcb). Covidien was authorized only to install the software. The device passed all tests.

Manufacturer narrative:
(B)(4).